Event description:
While removing 7.5 fr venous sheath from the right groin at the conclusion of an electrophysiology procedure, the sheath broke off 6 cm from the end, leaving 6 cm in the groin. The physician was able to remove the remaining piece through a 1 cm incision.